Manufacturer narrative:
A video was provided showing a ch-14 connected to a semi rigid bottle and a primary plum set. The bottle was observed to be partially collapsed, indicative of air flow not properly moving through the air vent. There were air bubbles observed in the tubing between the drip chamber and the cassette of the primary plum set.

Manufacturer narrative:
Received one used ch-14 for inspection. No visual damages or anomalies noted. The ch-14 was leak tested per product specifications. The filter vent leaked from multiple locations of the filter material, typical of infusate interaction during use. No additional leakage was identified. The reported complaint of air in line can be confirmed due to the leaking and saturated filter. The probable cause of the leaking and saturated filter is due to a temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Additional reporter: (B)(6).

Event description:
The event involved a chemoclave® vented bag spike where it was reported there was air in line during infusion of an unspecified chemotherapy. It was also mentioned that there was no concomitant device, no bleed-back, no biohazard. The device was not reprocessed/re-sterilized. There was patient involvement, no adverse event/patient harm and no delay in critical therapy.